Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of (B)(4). (B)(4) was chosen to capture the event of bezoar. Bezoar is a known complication of a peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced pain and difficulty mobilizing the peg tube. On an unknown date, imaging was performed which revealed a "large mass around the distal end of the j tube consistent of a bezoar, a tightly packed collection of partially digested or undigested material attached to the tube.